Manufacturer narrative:
(B)(4). The customer contact identified the device was discarded. Investigation is not complete. The customer contact identified the device as a gemstar tubing set; however, was unable to provide the list or lot number of the device. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
(B)(4) was received that stated the following: "tubing for pca pump was noted to have air in about 12 inches of the tubing. The air alarm did not sound (machine did not detect the air). Two rns checked the sensitivity alarm and it was activated. No harm to the patient. Pump was removed. Our biomedical department is testing the device and cannot replicate the event." Additionally the report stated, "patient was not harmed. Patient tolerated alternate method of pain relief." Upon further query the following information was provided that indicated air in the tubing set. The customer contact reported that the tubing set was being used to deliver an unspecified patient controlled analgesia medication, via a gemstar pump. No specific programming parameters were provided. After an unspecified length of time, approximately 12 inches of air was noted in an unspecified location of the tubing set. It was reported that the pump did not alarm when air was present distal to the pump. The customer contact indicated that the air sensitivity alarm had been turned on. The customer contact reported no air was delivered to the patient. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was resumed.